Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MFR report #: 2134265-2012-05377, 2134265-2012-05378. It was reported that shortly following a stenting treatment procedure, stent thrombosis occurred. The procedure treated the 90% stenosed target lesion located from the severely calcified proximal rca to the posterior descending artery. Three stents were placed. After pre-dilation, the first stent placed was a 2.25x12mm promus element plus in the right pda. Next an overlapping 4.0x28mm promus element plus stent was placed in the mid rca. Then a 4.0x12mm promus element plus stent was placed in the proximal rca. Post dilation was performed and all three stents were well positioned and well apposed. Shortly after the procedure, while the patient was in the recovery room the patient experienced thrombosis in the 4.0x12mm promus element plus stent placed in the proximal rca. Treatment consisted of poba and integrillin to regain flow. No further patient complications were reported and the patient status is ok.